Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support stating they had attempted to pair a dexcom g7 sensor earlier and were initially able to obtain glucose readings, but shortly thereafter the insulin pump displayed three lines instead of a blood glucose value. The patient did not address the issue immediately and waited several hours before contacting support for assistance. The agent assisted the patient with re-pairing the pump and the dexcom g7 sensor and planned to follow up to confirm that glucose readings were displaying on the pump. During the event, blood glucose levels were affected, with the lowest reported value being 55 mg/dl. The patient was unsure how long blood glucose levels were out of range due to the sensor issue. The patient was able to manually enter blood glucose values and treated the low by consuming juice. The device did not provide a high or low blood glucose alert. The patient reported feeling fine and did not require outside assistance or medical intervention. During a subsequent call, the patient reported applying a new sensor and confirmed that blood glucose levels had returned to range. The patient stated they would reach out again if additional assistance was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.